Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had to use an impella pr flex 2 days after the left ventricular assist device (lvad) implant. The right heart failure did no exist pre lvad-implant, pre-implant transesophageal echocardiogram (tee) showed the right ventricle mildly dilated with preserved function. The device caused/contributed to right heart failure. Post operation echocardiogram (echo) showed the right ventricle severely dilated with moderately decreased function. The patient had symptoms of decrease response to diuretics, requiring increase in pressors and inotropes. The patient's venous oxygen saturation (svo2) was 37%, creatine was 2.79 (baseline 1.5), aspartate aminotransferase (ast) was 252, bilateral lower edema (ble) and cardiac index (ci) 1.97. The event was treated with impella rp flex and a dobutamine drip. The renal dysfunction post implant resulted in the patient needing continuous renal replacement therapy (crrt) and hemodialysis (hd).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The impella rp flex and dobutamine drip resolved the issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including right heart failure, renal dysfunction, and hepatic dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's venous oxygen saturation (svo2) was 37%, creatinine was 2.79 (baseline 1.5), aspartate aminotransferase (ast) was 252, bilateral lower extremity edema (ble) and cardiac index (ci) 1.97.